Manufacturer narrative:
The implanted device remains.

Event description:
Per the clinic, the patient experienced irritation and discomfort at the implant site. In (B)(6) 2015 (specific date not reported) the patient was prescribed oral antibiotics (duration not reported). In (B)(6) 2016 (date not reported) the symptoms returned and the patient was prescribed a second course or oral antibiotics as well as topical antibiotic cream (durations not reported). The implanted device remains.